Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the button contacts. This report is made based on results of investigation completed on 12/11/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: contamination was found under all of the button contacts when the keypad was removed. The contrast button was intermittently responsive, while the ok, up arrow, and down arrow buttons responded properly. There was no visible damage to the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).